Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl with vomiting, nausea, and high ketones. Ketone levels were identified as life threatening by health care provider. Customer went to the emergency room and was subsequently hospitalized with a bg over 600 mg/dl. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6).2024. System check with tandem technical support confirmed the pump was functioning as intended.